Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Before 11:00 am the laboratory result was 2.3 inr. At 4:30 pm the result from the meter was 5.6 inr. The specific time of the laboratory result was not known but it was within 7 hours of the meter result. The customer's therapeutic range is 2.5 - 3.5 inr. The customer has no hematocrit issues, is not on direct thrombin inhibitors, is not on heparin therapy, does not have antiphospholipid antibodies, no changes in dosage, is not on any new medications, has had no new illnesses, has had no changes to normal medications, and has had no abnormal bleeding or bruising. The customer's meter and test strips were returned. Replacement products were sent. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.